Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, lot number: unknown product ID: 9735774, lot number: unknown product ID: 9735849, lot number: unknown product ID: 9735821, lot number: unknown product ID: 9735824, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during planned maintenance (pm), it was found that there was an optical camera fault and electromagnetic (em) fault. The cable connection and condition was "fine." There were several broken usb ports. The optical camera, em controller, emitter, and usb ports were replaced, and the system worked well. A note was made regarding calibration, but no further information was provided. There was no patient involvement.

Manufacturer narrative:
G2: this event occurred in south korea, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. There were several symptom regarding system fault. The optical camera had a fault, the em function had a fault. The cable connection and condition was "fine." After replacing the optical camera, em controller, and emitter, the system worked well. Additionally, several usb ports were broken and replaced. Codes b01 and d02 are applicable. C07 is applicable to the usb port replacement. C08 is applicable to the optical camera and emitter replacement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.